Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. The target lesion being treated was located in the 2nd obtuse marginal (om). The lesion was 95% stenosed, 2.5mm in diameter and 12mm long. The lesion was treated with direct placement of a 2.5x16mm ion stent. Residual stenosis was 0%. In (B)(6) 2012, the patient presented with chest pain and was hospitalized. The patient was treated with medication. The event was considered resolved with residual effects.